Event description:
User of this chair is claiming that his chair was not fitted properly, and this caused blood clots in his leg a year after purchasing the chair.

Manufacturer narrative:
As of this date, there has been no parts related to this chair that have been returned to the manufacturer for evaluation.